Event description:
Cs complete quadraplegia male presented with a rectal perforation requiring colectomy. He did not have any known colon disease prior. He used a pie (pulsed irrigation evacuation) device every other day. The emesis and abdominal pain began more than 24 hours after using the pe.